Event description:
The customer reported the unit does not alarm on the nurse call interface. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.